Event description:
Related manufacture reference number: (B)(4). It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the atrial lead exhibited an inappropriate mode switch due to noise oversensing. The atrial lead was capped and replaced on (B)(6) 2024. The implantable cardioverter defibrillator was also explanted and replaced during the same procedure due to an unknown malfunction resulting in patient ventricular tachycardia. Further information regarding the implantable cardioverter defibrillator was requested by not available. The patient was in stable condition throughout the procedure.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the atrial lead exhibited an inappropriate mode switch due to noise oversensing. The atrial lead was capped and replaced on (B)(6) 2024. The patient was in stable condition throughout the procedure.